Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the cdh29 devices would not cut. Another device was used to complete the case. There was no consequence to the pt. The devices involved are not being returned.